Event description:
The customer reported the tip of the cartridge split and the aa4204vl silicone single piece lens got stuck as the surgeon was advancing the lens towards the eye. There was no patient contact. The reporter stated the lens appeared to be loaded properly so they are uncertain as to what caused the problem.

Manufacturer narrative:
(B)(4): evaluation conclusion - (unable to confirm). Based on the complaint information, we were unable to confirm this complaint. The product has yet to be returned.(B)(4)

Manufacturer narrative:
Method: lot order search. Results: visual inspection of the cartridge should stress marks by the tip. There was no visible damage to the lens and evidence of a clear surgical residue on both devices. The laf card was attached with the patient information and date of surgery. Conclusion: based on the complaint history, product evaluation and lot order search, we were unable to determine a specific root cause of the event. (B)(4).